Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a system controller exchange was performed due to a broken pin on the patient power cable and primary controller by a person at the patient's nursing home. Log files were submitted for review and captured the data following a controller swap. Initially, the pump was connected/disconnected until it was fully reconnected to the backup system controller. The driveline was momentarily disconnected from the backup controller where the pump was off for approximately 5 seconds 11:43:33am thru 11:43:37am. The driveline was reconnected to the controller at 11:43:37am. Log files for the primary system controller were also submitted, and the event log displayed driveline disconnect alarms at 11:45:12 am on 18sep2024 where it appeared that the driveline was disconnected from the system controller due to a system controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted (d9181505) for review that showed events spanning approximately 21 days (02jul2024 ¿ 18jul2024, 15aug2024, 29aug2024, 11sep2024, 18sep2024, 01jan2000 per timestamp). The driveline was connected to the system controller on (B)(6) 2024 at 11:43:19; which is consistent with the provided information of a controller exchange. A driveline disconnect alarm was active on (B)(6) 2024 at 11:43:28 and remained active until the driveline was reconnected shortly after at 11:43:34. The pump resumed its set speed 5 seconds following the driveline being reconnected. There were no other notable alarms active in the log file. A root cause for the reported events was unable to be conclusively determined through this investigation. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on (B)(6) 2021. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect alarms. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Additionally, this section instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.